Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a 1260 error code. The event occurred during testing. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition and the lcd lens scratched. The event history log was unable to be reviewed due to a constant alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; error code 1260 occurred when the device was powered up. The root cause was determined to be an inoperable pcb board. The pcb board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.